Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the aiming beam light appeared in the middle of the fiber body, suspecting a fiber break. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber body break between the input connector and the control knob and at the open end of the metal cap, confirming the reported clinical observation. It is probable that excessive manipulation during set up contributed to the break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the aiming beam light appeared in the middle of the fiber body, suspecting a fiber break. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.